Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that a patient had his catheter indwelling for 380 days. Preoperative ultrasonography of upper extremity veins showed no abnormality. During the procedure, a 0.018-inch guidewire was advanced through the lumen of the PICC to inferior vena cava. The catheter fracture occurred when the guidewire and the catheter were withdrawn in unison. The broken end of PICC was located in the basilic vein under fluoroscopy. Due to the presence of the guidewire, the basilic vein was located easily on the body surface. Then two small incisions were performed to separate and remove the residual catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the catheter during removal was confirmed but the exact cause is unknown. Four fluoroscopic images and two photographs were returned for evaluation. The fluoroscopic images were of the upper right chest. The first image showed the right-sided catheter with the tip overlaying the svc. The second image showed a guidewire placed within the catheter. The guidewire extended below the image into the ivc. It could not be determined from the image if the catheter had moved during placement of the guidewire. The third image showed a complete break in the catheter near the axilla. The guidewire and proximal catheter segment had been withdrawn while the distal segment of the catheter appeared to have not changed location. The fourth image showed upper right chest after the catheter and catheter fragment had been removed. The first photograph showed the incision sites on the patient that were used to remove the retained catheter fragment. The other photograph was of the catheter after removal from the patient. The device was a 4fr single-lumen groshong nxt catheter. A white arrow had been annotated onto the photograph, pointing to approximately mid-way on the catheter shaft. This was likely the location of the break in the catheter; however, due to the quality of the photograph, the damage could not be visualized. Consistent with the event description, the images confirm that the catheter broke during removal. The root cause of the damage could not be determined solely from the returned images. Possible contributing factors could include damage to the silicone catheter material from the inserted guidewire or tensile damage due to a difficult removal caused by the device being fibrosed/scarred to the vessel. This complaint will be recorded for future trending and monitoring purposes.